Event description:
Speed band superview super - multiple band, ligator did not deploy as designed during egd case for esophageal varices. The handle was not turning. Boston scientific rep (B)(4) notified; (B)(4).